Manufacturer narrative:
UDI #: n/a.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This issue was previously reported on pr (B)(4) with MDR 3030677-2016-02459. The device investigation is pending.